Event description:
Patient presented to the physician post-implant procedure with a hematoma at the neck incision site. Physician brought the patient into the operating room, evacuated the hematoma, flushed the area, and closed.